Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had failed battery and pump losing power without warning after replacing the battery in a timely manner. The customer¿s blood glucose level was 280mg/dl at the time of the incident. Troubleshooting did not resolve the issue. Customer advised to revert to backup plan as per hcp¿s instructions. Product will be return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery or failed battery test alarms noted during testing. Unit had stripped battery cap coin slot, minor scratched lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, stained address/serial number label and stained end cap sticker.